Manufacturer narrative:
Device not returned.

Event description:
It was reported that resistance was felt when filling the cartridge during the load sequence. Reportedly, the pump supplies were changed to address the issue. Customer¿s blood glucose was 300 g/dl.